Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00950. It was reported that both of patient's leads had high impedances and as such system was unable to enter MRI mode. Surgical intervention was undertaken wherein both leads were explanted and explanted. Therapy was restored and system was able to enter MRI mode.